Manufacturer narrative:
Other applicable components are: product ID: 977c290, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. About 6 months ago in (B)(6) 2017 the patient¿s lead broke, they had shocking pain, a lot of pain in their neck, and they sleep all day and are up all night. They are having problems with their stimulator. Last night the patient was in a lot of pain and the caller was not sure what to do to help them. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2017 and the caller wants to ensure that a manufacture representative (rep) will be present so patient services redirected the caller back to the hcp to have a rep paged. The patient has their stimulator for their rsd pain in their arm. It was also noted that beginning on an unknown date the patient thinks their stimulator is ¿messing with their brain¿ and it is ¿screwing with their head¿. Sometimes they are okay but other times they are really upset, angry, and frustrated. It is a cycle and is an emotional stress to the patient. It was reviewed that patient services has not heard of the implant messing with the brain but the caller was redirected back to the hcp. The patient already decreased their stimulation. No further complications were reported/are anticipated.